Manufacturer narrative:
The returned catheter was visually and functionally tested and passed the inspection as per specification. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cryoablation procedure was performed. Two hundred and five seconds into the second cryo application in the ripv, the physician noticed loss of capture during phrenic nerve pacing. The cryo application was stopped. The patient had phrenic nerve impairment. A sniff test was done at the end of the procedure and confirmed that there was bilateral movement of the diaphragm but not equal. The right side of the diaphragm exhibited a change from baseline. The patient was recovering upon discharge and the phrenic nerve function was improving.